Event description:
Dealer reports the bearings have siezed in the wheels, wants to replace brakes as well.

Manufacturer narrative:
There is tiny gap between the wheel and the bearing due to normal wear, leading to the bearing move and seize in wheel. This is same reason for the brake. 1: during injection process, avoid regrind material responsible person: (B)(6), date: (B)(6) 2015. 2: make fatigue test of wheel chair, make sure wheel pass test. Responsible person: (B)(6), date: (B)(6) 2015. 3: check the material of brake is following our drawings responsible person: (B)(6), date: (B)(6) 2016.